Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 141 mg/dl. The customer stated they also thought they were having key pad issues but it turns out it was a user error on the customer's part. The customer was advised to change the batteries on the pump. The customer was informed that the issue may be with the battery cap. A new battery cap is being sent to the customer and they were advised to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.